Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The strut pin and it's retainer were missing from the right strut. A functional evaluation was performed. The struts would not compress. The missing strut pin was replaced and the struts functioned as designed. The complaint was confirmed and the root cause has been associated with a component failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-max positioner, beach chair hydraulics stopped working. The incident occurred before the procedure. There was no delay and a backup device was available to complete the procedure with no complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.